Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to intermittent power using direct current (dc) voltage. Evaluation determined the cause to be depressed contact pins on the rear case. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced intermittent power using direct current (dc) voltage. No additional information is available.